Manufacturer narrative:
Device evaluated by MFR: fg emerge mr, ous 2.00mm x 15mm was returned for analysis. Visual & tactile analysis found no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 4mm longitudinal tear located 3mm from the distal tip. Tip showed no signs of tip damage. Functional testing revealed that the device was attached to an encore inflation unit and the balloon was observed to have a tear.

Event description:
It was reported that balloon rupture occurred. The 75-80% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon failed to inflate. The device was removed and inflated outside the patient, but it was still not inflating, and a pinhole was noted. The procedure was completed with another 2.0x15 emerge balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 75-80% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon failed to inflate. The device was removed and inflated outside the patient, but it was still not inflating, and a pinhole was noted. The procedure was completed with another 2.0x15 emerge balloon catheter. There were no patient complications reported.